Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that grabber card malfunctioned in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. The flexvision pc has been returned for analysis and investigation indicated a failure of the peripheral component interconnect(pci) in the flexvision pc. Philips has initiated a medical device correction /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacing the flexvision pc. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to bootup completely. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.